Manufacturer narrative:
.

Event description:
It was reported that the patient's generator registered high lead impedance after running device diagnostics. This occurred approximately 3 months following generator replacement surgery. The treating physician referred the patient for surgery to resolve the high impedance. Surgical intervention has not occurred to date. Review of the patient's implant card showed that lead impedance was within normal limits - 2173 ohms - at the time of the generator replacement surgery. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
Follow up with the treating physician showed that x-rays were taken and were reportedly normal. The patient¿s lead replacement surgery was completed on (B)(6) 2016. Pre-operative device diagnostics still showed high impedance. The surgeon cleaned the lead pin and attempted pin reinsertion, but still saw high impedance on a diagnostic test. A test resistor was used with the existing generator, and another diagnostic test showed ok impedance. The lead was then replaced. Final lead impedance with the new lead was within normal limits. The explanting facility reportedly discards of explanted devices, so product return is not expected.